Manufacturer narrative:
H10: internal complaint reference : (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, multiple issues were experienced with the real intelligence cori and the medial/lateral axis of the femur was incorrectly defined. Firstly, when planning, the surgeon was not satisfied with the femoral mapping, then, when remapping the femur the camera was not detecting the pointer; for troubleshooting, the camera's position was adjusted, however, one or both femur/pointer would not be captured. Then, when verifying the checkpoints prior to burring, there was a verification error of 2.8 mm, it was determined in theatre that the checkpoint pins were not in the bone and had moved on the soft tissue, they had not been correctly inserted; for troubleshooting, the pins and the femoral array were removed and the case was started over from the beginning. The arrays were adjusted on the existing pins in place, with no additional bone holes required. The checkpoints were redefined, during this stage the probe continued to have issues registering with the camera; for troubleshooting, these issues were resolved by a combination of pushing down on the flat markers and wiping them, as it appeared that one of them may not have been seated fully, additionally, the camera setup was adjusted to be slightly closed to the operating table and centered again about the joint. The second time mapping the femur, the medial/lateral axis appeared incorrect on the screen, this also appeared on the femur axis definition screen; for troubleshooting, the flexion range of motion was redone to redefine the medial/lateral axis, but when the femur mapping was attempted again it was clear that this had not resolved the issue. The procedure was resumed, after a non-significant delay, by abandoning the case and creating a new case. No patient injury was reported due to this issue. The surgeon was dissatisfied with the additional time spent in theatre to troubleshoot the cori problems, but satisfied with the actual operation outcome.

Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, sn (B)(6) used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed.a screenshot review was completed with the clinical team and the reported problem was confirmed, the medial/lateral axis appeared incorrect on the screen. The user mentioned that they had remapped the femur due to dissatisfaction. The user also mentioned that the camera would not detect the pointer, which was resolved by ensuring that the flat markers were completely seated on the point probe. Since the checkpoint pins were in soft tissue and needed to be moved, it is suggested that the surgeon start a new case before proceeding. It is stated in the IFU to ¿clear patient anatomy of soft tissue before inserting the checkpoint pins¿. When entering the planning phase, the alignment data is saved even if the user clicks backwards. Since the user did not start a new case before proceeding, the user should have utilized the option to re-run the initial positioning algorithm by clicking on the more options button [¿] then selecting ¿reset femur¿ and ¿reset tibia¿, to ensure that the implant position is shown correctly and adjusts to the changes made. The user ultimately ended up proceeding correctly by starting a new case. The most likely cause of the reported complaint is due to the user moving the checkpoint pins during a case.a review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.